Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products (B)(4) implantable cardioverter defibrillator (ICD). (B)(4).

Manufacturer narrative:
Product event summary - the leads were not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found on either lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and left ventricular (lv) lead dislodged several months after original implant date. Both ra and lv leads were explanted and replaced. The patient is a participant in the more-care clinical study. No patient complications have been reported as a result of this event.